Manufacturer narrative:
This is the same event as 3010536692-2014-01251.

Event description:
Allegedly patient experienced pain. Revision surgeon determined partial ingrowth of the acetabular component.